Manufacturer narrative:
(B)(4).

Event description:
No product or data was provided for evaluation. The allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced a seizure while being in an active sensor session. The patient stated that day of the event he was ¿put on the floor¿ with seizures and ended up in the emergency room. The patient would have been hospitalized. The patient declined to provide any further information regarding the event, and it was unknown what the cgm device was displaying at the time of the event. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.